Manufacturer narrative:
Batch review performed on 15-sep-2020: lot 155659: (B)(4) items manufactured and released on 25-jan-2016. Expiration date: 10-jan-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to stem subsidence. It happened 2 years and 3 months after the primary surgery. Revision surgery date unknown.